Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, e3, h6 event site address line 2- (B)(6). Full initial rep name: (B)(6). (Type of investigation, investigation findings, component codes, investigation conclusions) it was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp)'s batteries were not holding charge. There was no patient involvement or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were able to reproduce the issue of the batteries not charging. The fse replaced the power management board and power slot interface board the power slot interface board was replaced during troubleshooting and was confirmed to not be dysfunctional by fat. The unit was tested fully functional and passed all functional and safety testing to factory specifications before being released for use.the following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received part with a reported unit failure of the batteries intermittently not charging, and a shutdown while switching batteries in transit mode.the fat performed a visual inspection and found to have a damaged cr41 component. See attachment. Possible cause may be a shipping and handling issue. Cannot test this part further.the fat installed another part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual no failure confirmed.retaining the parts in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) battery won't charge during prior use. There was no patient involved.